Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
Information was received from a healthcare provider regarding a patient receiving dilaudid (10 mg/ml at 1.8 mg/day) via an implanted pump. The indication for use was failed back surgery syndrome, other chronic/intractable pain (trunk/limbs) and spinal pain. On (B)(6) 2015, it was reported that the patient presented to the hospital with withdrawal symptoms. The patient was vomiting, had tachycardia, was hypertensive, and was jittery/shaky. The vomiting and jittering started a couple of days after the pump was adjusted on (B)(6) 2015. On (B)(6) 2015, the pump had been increased 41%. On (B)(6) 2015, the pump was decreased 29%. The patient was asking for pain medications. The actions/interventions and outcome of the event were not reported. On (B)(6) 2015, additional information reported that the patient had vomited off and on for three weeks. After the fourth ER (emergency room) visit the physician admitted the patient overnight to run ¿stomach¿ tests which did not show anything wrong there. The symptoms started (B)(6) 2015. The steps taken to resolve the symptoms were 4 e.r. Visits, 1 urgent care visit and family physician visit. The vomiting has stopped. A physician had called the managing physician and the manufacturer to see if there was maybe a malfunction with the pain pump.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) indicated the cause of the withdrawal symptoms was a 29% medication decrease on (B)(6) 2015 due to drowsiness. The dose was previously increased by 41% on (B)(6) 2015 with no relief of pain. The dose was decreased by another 14% on (B)(6) 2015. There was no suspected device issue; pump working properly.